Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, and right atrial (ra) lead were explanted and replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4296, implanted: (B)(6) 2012; 5076 implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a possible fracture. During the lead replacement, it was determined that both the right and left subclavian veins were occluded. Therefore the rv lead will be replaced in the future. No patient complications have been reported as a result of this event.